Manufacturer narrative:
Gender of the patient is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Rettig, a., wurth, t., and mieling, p. (2006) "nonunion of olecranon stress fractures in adolescent baseball pitchers a case series of 5 athletes". The american journal of sports medicine, 34, 653-656. This report is for an unknown 7.0 cannulated cancellous compression screw/unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: rettig, a., wurth, t., and mieling, p. (2006) "nonunion of olecranon stress fractures in adolescent baseball pitchers a case series of 5 athletes". The american journal of sports medicine, 34, 653-656. This articles is a case series of five adolescent baseball pitchers with a mean age of 15 years (range of ages 13-17 years old) who suffered chronic elbow pain and who were diagnosed with olecranon epiphyseal stress fracture nonunions and were treated with open reduction and internal fixation with a 7.0 cancellous screw and washer with or without a 18-gauge tension banding. Complications experienced include: patient (B)(6), a (B)(6) male who underwent hardware removal due to irritation. This is report 1 of 2 for (B)(4). This report is for an unknown 7.0 cannulated cancellous compression screw. A copy of this literature article is being submitted with this medwatch.